Event description:
It was reported that this patient's right ventricular (rv) lead had consistent pacing impedance, between 1300 and 1440 ohms, and it suddenly jumped out-of-range (oor) to 2805 ohms. Capture thresholds had a slight increase as well from 0.8 to 1.2 volts. It was indicated that the patient had a fall two days before this impedance jump. Technical services (ts) reviewed the case and noticed no noise events. The patient has the original spring contact header design. Reportedly, the patient was in the clinic and after performing isometrics/arm movements, no oor pacing impedance or noise could be reproduced. According to ts, additional pacing spikes might be observed and if no noise is observed, an rv integrity issue is unlikely. Ts finally indicated to just continue monitoring the patient. Both this patient's implantable cardioverter defibrillator and rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this patient's right ventricular (rv) lead had consistent pacing impedance, between 1300 and 1440 ohms, and it suddenly jumped out-of-range (oor) to 2805 ohms. Capture thresholds had a slight increase as well from 0.8 to 1.2 volts. It was indicated that the patient had a fall two days before this impedance jump. Technical services (ts) reviewed the case and noticed no noise events. The patient has the original spring contact header design. Reportedly, the patient was in the clinic and after performing isometrics/arm movements, no oor pacing impedance or noise could be reproduced. According to ts, additional pacing spikes might be observed and if no noise is observed, an rv integrity issue is unlikely. Ts finally indicated to just continue monitoring the patient. Both this patient's implantable cardioverter defibrillator and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.